Event description:
It was reported that there were low impedance, unstable thresholds, and a confirmed fracture on the rv (right ventricular) lead, along with possible noise on the atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the middle insulation had metal ion oxidation (mio); partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, implantable pulse generator, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.